Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, a good load was confirmed and no misload was reported. There was slight resistance felt during loading but the control was okay. The valve was loaded by a registered nurse who had previously loaded less than thirty cases. During the implant the valve dislodged and was recaptured four times. The dislodges were due to difficult patient anatomy including left ventricle hypertrophy and a vertical aorta. On the fourth recapture, it was noted that the capsule of this delivery catheter system (dcs) was breaking. It was decided to relax the tension in the dcs and remove and replace the dcs. The valve was blocked into the dcs so it was decided to also replace the valve. The replacement valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The handle appeared intact. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advance and retracted position and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. Delamination was observed over the nitinol reinforcing frame near the separation site. The separation site was jagged and uneven. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: it was reported that the valve was recaptured four times. The device instructions for use (IFU) instructs ¿deployment of the bioprosthesis can be attempted three times. If the bioprosthesis is recaptured a third time, it must be removed from the patient¿. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The dcs was returned to medtronic for analysis and delamination observed on the capsule typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. The capsule was observed to be separated, confirming the reported event. Capsule separation typically occurs due to excessive compressive forces applied to the capsule. This excessive compressive force can occur when the valve is loaded incorrectly. A fluoroscopic load check film was submitted and reviewed and, although the quality of the film is poor, no signs of a misload were identified. The compressive force on the system, which can cause a capsule to break, is a cumulative effect that may be increased by factors such as tortuous anatomy. Additionally, the multiple recaptures, more than instructed by the IFU, may have caused or contributed to the capsule separation. However, the cause of the reported event could not be conclusively determined with the limited information available. Updated data: event problems and evaluation codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.